Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that carboplatin was expected to run over 1 hour with a total of 633 ml. However, the actual infusion ran for 1 hour and 14 minutes. And the total volume infused reflected on the pump was "734.36ml." The medication was administered through peripheral line. The event occurred at the hospital's clinical research unit (cru). There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that carboplatin was expected to run over 1 hour with a total of 633 ml. However, the actual infusion ran for 1 hour and 14 minutes. And the total volume infused reflected on the pump was "734.36ml." The medication was administered through peripheral line. The event occurred at the hospital's clinical research unit (cru). There was patient involvement but the information on patient impact is unknown.